Event description:
Meter name: fasttake. Strip name: fasttake strips. Meter code: unknown, strip code: unknown. Strip storage: stored correctly. Symptoms: shaky, dizzy, "white as a ghost". The patient reported that due to whatever result displayed on patient's meter, patient took insulin and ended up going to ER. Their meter allegedly was inaccurately erratic. The result on their meter was unknown. The result on the emergency room meter was 15mg/dl. The time difference between patient's meter and emergency room meter was unknown. Treatment was with IV. Unknown, what kind of IV was given. No further information has been reported.